Event description:
Additional information received 28dec2020. A percutaneous procedure was successfully completed to remove the device and place a nephrostomy tube. On (B)(6) 2020, the nephrostomy tube was removed. A cystoscopy was performed at that time, and a new stent was placed.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2020. The stent was unable to be retrieved during the procedure. The patient is scheduled to have the device removed percutaneously on an unspecified future date.

Manufacturer narrative:
Additional information: a3, b5 correction: b1, h1, d7- the device has not yet been explanted from the patient. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Implant/explant date: approximately (B)(6) 2019. Customer name and address: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during removal of a filiform double pigtail ureteral stent, the stent broke in several places. The stent had been placed at a different hospital in approximately (B)(6) 2019. The encrusted stent broke into several pieces when attempting to be removed with rigid graspers. No adverse effects have been reported due to the alleged malfunction. Additional patient and event information has been requested.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during removal of a filiform double pigtail ureteral stent, the stent broke in several places. The stent had been placed at a different hospital in approximately (B)(6) 2019. The encrusted stent broke into several pieces when attempting to be removed with rigid graspers. The stent was unable to be retrieved during the procedure. A percutaneous procedure was successfully completed to remove the device and place a nephrostomy tube. On (B)(6) 2020, the nephrostomy tube was removed. A cystoscopy was performed at that time, and a new stent was placed. Investigation - evaluation. Reviews of the complaint history, drawing, instructions for use, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examinations were performed. No device lot was provided, so reviews of the device history record and complaint history could not be conducted. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the quality control procedures. Current controls are in place to mitigate the occurrence of device failures by inspecting for device set functionality prior to device distribution. The instructions for use provided with the device provides the following precautions: improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Individual variations of interaction between stents and the urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage. The stent must not remain indwelling more than twelve months. If the patient¿s status permits, the stent may be replaced with a new stent. Based on the available information, cook has concluded that a cause for the device separation could not be established. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.